Event description:
Failure of zoll defibrillator to d/c secondary to inability to change completely. Pt in emergency dept went into ventricular fibrillation, rn attempted to charge unit, charge indicator got to 300 then dropped. It would not deliver shock. Obtained another unit to deliver shock. Pt recovered after converting to normal sinus rhythm.